Event description:
Breast implant illness, memory loss, vision loss, hair loss, anxiety, food sensitivities, initial bowel syndrome, dry skin, dry mouth, night sweats, bruise easily, chronic back and shoulder pain, joint pain, muscle cramps and pain, chronic fatigue, sinusitis, severe allergies, depression, unable to concentrate, mood swings and ovarian cysts (one ovary removed).